Manufacturer narrative:
Per case notes, the sensor was removed on (B)(6) 2021 and the user is doing fine. D2. Product code updated to qhj. D4. Additional device information updated. H4. Device manufactuer date updated to 03 february 2020. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 06th 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.